Event description:
It was reported that the gastrointestinal videoscope scope communication error codes b30, b31, e216, e226, e238, occurred. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e227 endoscope failure occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure. The event is detectable and preventable by handling device in accordance with the following IFU. Instruction manual upper gastrointestinal general-purpose video scope olympus gif-xz1200 operation chapter 3 preparation and inspection 3.8 important information ¿ please read before use. Important information ¿ please read before use precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.